Event description:
It was reported that the customer administered multiple boluses and a manual injection. The customer's blood glucose (bg) level subsequently decreased to 57 mg/dl. Reportedly the customer lost consciousness, hit their elbow and head and woke up on the floor. Customer did not address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.